Event description:
The patient reported pain, numbness and inflammation after an achilles tendon procedure with the tenex health tx system. The patient also received an injection of stem cells during the procedure. After the procedure, the patient returned to work part time. Work involves standing on a hard, concrete surface. The patient wears a splint during working hours. The patient's doctor thought that the splint and time standing may be the cause of the issue. No malfunction of the tenex tx health system was noted or identified during the procedure.